Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that stated she has not been getting effective stimulation since her back surgery on (B)(6) 2020. Melinda requested we meet with her on (B)(6) 2020 at 1:15 pm at her managing physician's office.

Manufacturer narrative:
Continuation of d10: product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2019, :product type: lead; product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2019, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. Rep responded back from follow up that was sent and reported that during a back surgery (not directly related to the scs), the leads unintentionally got pulled out and when reinserted, neurosurgeon could not reposition leads to previous location. Upon programming several permutations of ld, (B)(6) did not perceive stimulation coverage in areas of chronic pain as she had prior to back surgery on (B)(6) 2020. Hd groups/programs were then deployed. Issues is ongoing. Hd settings were programmed on (B)(6) 2021 and (B)(6) states she would communicate with me if these groups were effective for her or not.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 31-may-2023, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 31-may-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins) for spinal pain. It was reported that during pedicle screw placement l2-s1, cages l3-s1, iliac bolts s2 the neurosurgeon inadvertently pulled bilateral leads caudal and felt he singed one of the lead wires. Upon impedance check, electrode number 9 was 15220 ohms. The doctor successfully manipulated leads cephalad without introducing new percutaneous leads but positioned differently than previous placement. Groups b & c currently include electrode number 9. It was noted that post-op after the patient was awake, they would be reprogrammed to new groups that did not include electrode number 9. It was indicated that the patient's surgical pain will likely preclude an effective reprogramming session and they would need to be reprogrammed. Postoperatively, impedance checks performed again and electrode 9 was at 1030 ohms. Group b reprogrammed back to original settings. After discussion with neurosurgeon, the patient would be followed up with in three days to see how the stimulation was covering her areas of chronic pain and if necessary, fine tune. No symptoms were reported.